Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Per customer's policy, patient information will not be provided.

Event description:
It was reported that IV chemotherapy cyclophosphamide 325.6ml (dose not provided) was infused through IV infusion pump using a secondary set with 50ml as left over volume. The device alarmed "infusion complete" but the bag still had left over medication. The patient eventually received the full dose of the medication. The infusion was programed with a rate of 650ml/hr using the device's medication library system (guardrails suite). There was no patient injury. Per user, there were no obvious breaks or cracks on the device during use.